Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter has not been received at medela as of (B)(4) 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of this event. In the follow up with the customer, she stated that the power adapter sparked from the exposed wires. She plugs in/out the transformer about 3 times a day. She stated that no injuries were sustained as a result of the issue. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported to customer service that her power adapter had sparked from the exposed wires on the cord, which is a safety risk.